Event description:
The complaint is reported as: the blade broke at the plastic piece which attaches to the handle. The alleged defect was detected when opening the intubation tray. Another blade was used and the pt was intubated without difficulty.

Manufacturer narrative:
It is unk if the device sample is available for eval. The investigation is incomplete at the time of this report.